Manufacturer narrative:
Investigation evaluation: device 1 - our laboratory evaluation of the product said to be involved determined the needle had a severe bend. The device was returned with the thumb ring stylet wire bent and hanging out of the proximal end of the handle. The stylet was hanging outside the proximal end at about 1.2 cm. The needle adjuster was placed on "8" and the needle was advanced outside the distal end of the sheath. The needle was severely bent in the middle of the slot where the fiducials are placed. A visual inspection of the device was performed and three (3) fiducials were returned and not deployed. One (1) of the fiducials was partially deployed with the fiducial past the tip of the needle. A bend in the sheath was observed at 3.2 cm from the base of the handle. The sheath being bent in this area can occur if the handle of the device is not attached to the biopsy port. In addition, a bend in the sheath and the needle in this area, can contribute to deployment difficulty. There was an additional bend in the sheath from 61.5 cm to 62.5 cm. During a functional test the device was placed down an olympus gf-uc160p (3.2 mm channel endoscope) and the endoscope was placed in a curved position. The needle would advance and retract when the handle was manipulated as intended. Pressure was applied to the thumb ring to test deployment of the fiducials, however deployment was unsuccessful. When pressure was applied to the bent stylet wire, additional bends to the stylet wire occurred. The stylet wire that was returned with the device was taken out, and a laboratory stock stylet wire was placed down the device in an effort to try deploying the fiducials. When trying to deploy the fiducials they would not deploy at first. When excessive pressure was placed on the thumb ring, two (2) of the three (3) fiducials deployed. The last fiducial would not deploy and the stylet wire was poking out of the slot the fiducials sit in. It seemed as if the stylet wire experienced difficulty advancing past the bend in the needle. The third fiducial was removed manually. A dimensional verification under magnification was performed on the needle, the slot the fiducials are placed in, and the fiducials. The length of the fiducial slot was unable to be measured accurately because of the bend in the needle. The width of small slot that opens up when the fiducials are being deployed meets the specification. The large slot which the fiducials rest in prior to deployment meets specification. There were three (3) fiducials returned. All three (3) were within specification for length. All three (3) meet the specification for the tab length. The overall height of all fiducials was within specification. The tab widths of all three (3) fiducials were within specification. Device 2 - our laboratory evaluation of the product said to be involved determined that the needle had a severe bend. The device was returned with the stylet wire slightly outside the proximal end of the handle of the device. The white threaded cap that goes onto the blue adapter of the thumb ring portion of the stylet wire was returned unthreaded from the adapter. The needle adjuster was placed on "8" and the needle was advanced outside the distal end of the sheath. The needle was severely bent in the middle of the slot where the fiducials are placed. A visual inspection of the device was performed and two fiducials were returned and not deployed. A bend in the sheath was observed at 4.7 cm from the base of the handle. The sheath being bent in this area can occur if the handle of the device is not attached to the biopsy port. In addition, a bend in the sheath and the needle in this area, can contribute to deployment difficulty. During a functional test the device was placed down an olympus gf-uc160p (3.2 mm channel endoscope) and the endoscope was placed in a curved position. The needle would advance and retract when the handle was manipulated as intended. Pressure was applied to the thumb ring to test deployment of the fiducials, however deployment was unsuccessful. When pressure was applied to the bent stylet wire, additional bends to the stylet wire occurred. The stylet wire that was returned with the device was taken out, and a laboratory stock stylet wire was placed down the device in an effort to try deploying the fiducials. When trying to deploy the fiducials they would not deploy. After several attempts, excessive pressure was applied to the stylet wire and the distal tip of the stylet wire became exposed by sticking outside the slot where the fiducials sit in. It seemed as if the stylet wire experienced difficulty advancing past the bend in the needle. The fiducials were removed from the device manually. A dimensional verification under magnification was performed on the needle, the slot the fiducials are placed in, and the fiducials. The only measurement that was able to be recorded due to the severe bend in the needle was the width of the slot that the fiducials are placed into. The measurement of the width of the slot is within the specification. There were two (2) fiducials returned. Both were within specification for length. Both meet the specification for the tab length. The overall height of both fiducials was within specification. The tab widths of the two (2) fiducials was within specification. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states: "identify desired site based on previous findings from endoscopy, radiography and/or CT scans. Slowly introduce needle into accessory channel of endoscope and advance in short increments. Ensure needle is completely retracted and locked in place. Note: bends or kinks in needle caused by improper introduction may result in the inability to deploy fiducials." It is possible that if the needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle near the distal end. This contributes to advancement and/or retraction difficulties. The instruction for use states: "attach device to endoscope accessory channel port." The instructions for use cautions the user: "failure to attach device prior to needle adjustment or extension may result in damage to endoscope." Kinks in the needle can occur if the device experiences excessive pressure during product handling/preparation. Prior to distribution, all echotip ultra fiducial needles are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic ultrasonography (eus) procedure, the physician used two (2) echotip ultra fiducial needles. The user was doing eus with fiducial placement using an olympus 180 endoscope into the duodenal bulb. The patient has a pancreas mass about 3 cm. When trying to place fiducials in that mass, they could not get the fiducials to deploy on both needles. The user was able to deploy one (1) fiducial from both needles outside the patient but would not deploy in the patient. They completed the procedure with another manufacturer's fiducial using a regular cook 22 fna needle and it worked fine." The devices were evaluated on 09/28/2017. Both devices were found to have severe bends in the needles.